Event description:
Procedure: laparoscopically assisted vaginal hysterectomy. Patient underwent the above procedure for an enlarged fibroid uterus with a cystic structure on the left adnexa. During the course of the surgery, the patient's external iliac artery was lacerated. After observing blood in the abdominal cavity allegedly upon insertion of the trocar, the operation was changed to an open procedure. The source of the bleeding was at the pelvic brim, a retroperitoneal clot was observed, and active bleeding was not seen. After completing the procedure, the surgeon identified an injury to the external iliac artery and called in an intraoperative consult. A patch angioplasty of the right external iliac artery in a right groin exploration, with a right femoral and iliac artery thrombectomy was performed. The patient developed compartment syndrome in the right lower extremity. In 1997, right lower leg compartment fasciotomies were performed. The following day, a right femoral artery thrombectomy was performed and the patient required a hematoma evacuation from their abdominal cavity. The following day an angiogram was performed which showed the patient's peroneal and anterior tibial arteries were occluded and the posterior tibial artery was occluded distally. The patient was given urokinase (thrombolytic) therapy, infused directly into the tibial artery. This did not restore circulation to their foot. The following day, a below the knee amputation of the right leg was performed. A week later, a revision of the below the knee amputation was conducted due to infections and osteomyelitis which required debridement of the stump and an above the knee amputation.